Event description:
Steris amsco 3085 sp surgical bed not responding to commands. Electrical connections validated, lights on control module illuminated, table non-functioning. Manual foot pedal would not release floor lock as well. Steris # (B)(4). Dates of use: (B)(6) 2012. Reason for use: surgical intervention.